Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) demonstrated a shock impedance measurement of greater than 125 ohms on two consecutive days. It was reported that defibrillation threshold (dft) testing was performed and yielded a shock impedance measurement of 65 ohms. The rate/sense impedance was noted as good. It was reported that, at induction, the shock lead impedance was 39 ohms and that 10 shock lead integrity tests were performed, all were within a range of 58-66 ohms. It was also noted that there were no other indications that there was a lead-related problem as there was no noise, good sensing and impedance was observed. The boston scientific technical services (ts) consultant was consulted and recommended continuing to monitor the patient. The representative caller noted that this recommendation would be reviewed with the patient's physician. Additional information was received that the device was later explanted for normal battery depletion. The right ventricular (rv) lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.